Event description:
A united states distributor contacted zoll to report that a pt experienced an inappropriate defibrillation. It was reported that the pt was conscious and was sitting down at the time of the event. After review of the downloaded data, it was confirmed that the pt received one inappropriate treatment at 09:23:33 on (B)(6) 2015. Rapid atrial fibrillation (af) rate contributed to the false detection. A review of the downloaded data confirmed that the response buttons were not pressed during the entire event. The pt did not seek medical attention and continued to wear the lifevest.

Manufacturer narrative:
There was not death or device malfunction associated with the inappropriate defibrillation. The pt did not seek medical attention and continued to wear the lifevest. There is no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 04/2013 - reuse. Electrode belt sn (B)(4): 10/2014 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdt/p010030b.pdf.